Event description:
It was reported that the patient's vns now indicated high impedance with dcdc=7 on system and normal mode diagnostics and he was being referred for surgery. X-rays were taken that reportedly showed a lead fracture near the area of the electrodes however these x-rays were not sent to the manufacturer for review. No trauma or manipulation was noted. Last known good diagnostics were taken in (B)(6) 2012 and showed a dcdc=4 on normal mode diagnostics per the site. A report was later received following the correction surgery indicating that no lead fracture was present however the lead pin had come out of the patient's generator so they re-inserted it. The generator was reportedly replaced. An implant card was previously received for the implant surgery that indicated diagnostics were normal at the time of implant. Attempts for the return of the explanted generator are in progress. No adverse events have been reported.

Event description:
Clarification of the events was received from the reporter.during the patient's surgery on (B)(6) 2012, the lead pin was reinserted into the generator and no devices were explanted. The high lead impedance resolved after the lead pin was reinserted. It was previously reported that the generator was replaced during the surgery, but this is incorrect.

Manufacturer narrative:
(B)(4):the generator was reported as explanted on the initial MDR report. The generator was not explanted.the generator was not explanted.